Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a separation between the male luer and the tube. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link microbore catheter extension set became separated and leaked during use. The reporter stated that separation and subsequent leak of the device was observed at the hub. An unknown pump set at a rate of 500 ml was being used in conjunction with the one link device. The one link extension set was attached to a baxter primary IV set and mediport access. The medication being infused was etoposide 150 mg/500 ml. The volume of leakage was approximately 50 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.